Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient's parent reported that the device read 62 while the finger stick value read 142. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.